Manufacturer narrative:
The returned device was evaluated and received device with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the bleeding could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 27 mmol/l (486 mg/dl) and that the cannula was bent. There was blood noted at the site and also mention that she bumped the pod in the afternoon. The pod was worn between 4 and 24 hours on the arm. Treatment included taking the pod off.